Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. H4 - device was manufactured in 2005 but the exact date is unknown as the subject device was manufactured over 15 years ago. Therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the investigation, the cause of the cut in the rubber on the distal end likely occurred from excessive force applied to the distal end. The specific root cause could not be determined at this time. The following information is stated in the instructions for use which may have prevented the event: : "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered a cut in the bending section cover, loose connector and the s-connector wire was detached. Additionally, the investigation found that the image was flickering, and multiple elements were broken on the device. Several components were non-olympus and needed replacement. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility returned the olympus ultrasonic gastrovideoscope due to image problem when plugged into the ultrasound machine. Upon inspection and testing, a cut in the rubber on the distal end of the device was observed. This report is being submitted for the damaged distal end of the probe. There was no harm or user injury reported due to the event.